Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a shock impedance measurement of greater than 125 ohms. Subsequent measurements were within normal limits. Boston scientific technical services (ts) discussed programming options and continued monitoring with the health care professional (hcp), and also discussed future troubleshooting options should the shock impedance measurements continue to increase. No adverse patient effects were reported. The lead remains in service.